Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells on (B)(4) 2014. The immucor laboratory tested retention product on (B)(4) 2014, which performed as expected. The immucor laboratory also tested returned customer sample on (B)(4) 2014 which yielded the same unexpected negative antibody screen results as those obtained by the customer. Additionally, that same returned sample was tested by the immucor laboratory on (B)(4) 2014 by tube testing method, and the same unexpected negative outcome was obtained.